Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the unit had a pin failure and missing part. Functional testing noted that when the device was disassembled the spindle pin which controlled the knife mechanism was missing. It was determined that the spindle pin was never installed during the assembly of the device. Without the spindle pin the device's knife blade was not able to retract properly. It was reported that the knife blade of the device would not advance and the device did not operate in the cut mode. The reported issues were confirmed. The most likely cause was traced to manufacturing. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device did not cut at all due to the knife blade did not advance. No further information available. Medtronic initial investigation found the knife blade of the jaw was exposed while the jaw was opened.